Event description:
Surgeon removed pain pump because patient stated it wasn't working properly. Surgery findings "frank purulent abscess of pain pump pocket; possibly malfunctioning pain pump removed."